Event description:
The customer reported that the knife trigger became locked and the jaws could not open while on tissue. The device was pulled off of the tissue causing under 200cc of oozing from the vessel.

Manufacturer narrative:
(B)(4). The incident sample was returned for evaluation. It was determined that the handle body weld had slightly separated causing the ski to jump out the internal a-track and jammed the latch. This condition would cause the jaws to lock. Manufacturing operators were retrained on proper assembly. This device was manufactured prior to this training.